Manufacturer narrative:
No medwatch form received from the user facility. Investigation findings: this drill was received for eval and during testing, the reported problem of overheating was confirmed in the collet related to a broken bearing. In addition, the last repair noted for this unit was in 2005, making it overdue for preventive maintenance. The handpiece instruction manual provided with this drill recommends a service interval of every 12 months for this handpiece. The customer will be contacted with add'l info regarding this product.

Event description:
It was reported that during use of this drill, it made a funny noise and the bur guard in use got hot. Another device was used to complete the surgery as intended without injury or surgical delay.